Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a physical damage. Customer's blood glucose value was 102mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.